Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with contamination/discoloration on screen and scuff/scratch marks on the spacer and cap. A part of the screen is detached and was returned with the device. The insulation on the on shaft is scratched but not compromised . There are no manufacturing abnormalities visually observed with the returned wand. The device was returned with a cut cable and a cut suction line. Hence the fuse resistance could not be measured and a functional test is not possible. The complaint was verified and the root cause for this event could not be determined with confidence; however, the failure is consistent with the extensive wear of the electrodes and screen which in turn will decrease the functionality of the wand. The root cause of the complaint seems to be the end of useful life for the returned device, as physical evidence shows the electrodes come to a point which is consistent with disintegration of the electrodes. Several other factors that could contribute extensive wear or detached electrodes may result from vigorous use against bony surfaces; b.) Irregular wear of the electrodes leading to malfunction c.) Electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases. Please obtain the IFU for further instructions. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the active electrode plate on the tip of the wand/probe broke during the procedure. Device broke into the patient but broken piece was successfully recovered. A backup device was available to complete the procedure. No procedure delay or patient injuries were reported.